Event description:
It was reported the pt was admitted to the hospital because he was unable to feel his legs after having his scs system implanted. The pt was found to have an epidural hematoma at the lead site. The lead was explanted. The pt has subsequently regained some movement in some toes and one ankle. The pt is to be transferred to a rehabilitation facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.